Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that display screen was blank even after battery change. Customer was advised that insulin pump would be replaced. Customer's blood glucose was not reported.

Manufacturer narrative:
The pump was received with a blank display due to a problem with the electronic stacks. The electronics were dis-assembled and re-assembled and no blank display was noted during testing. The pump was received with minor scratches on the display window. The pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.